Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the power supply connectors. The system operates as intended.

Event description:
The customer reported the system produced an error that caused the system to stop producing x-rays. No pt injury was reported.